Event description:
It was reported that the patient was experiencing medication side effects which required hospitalization. The patient was experiencing nausea and vomiting and the infusion rate was decreased on (B)(6) 2012 and morphine was added to the pump. It was reported as an ongoing event as of (B)(6) 2012. It was later reported that the side effects were possibly related to specifically fentanyl. The medications in the pump were fentanyl, bupivacaine and clonidine and morphine which was added. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709. Serial # (B)(4), implanted: unknown, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump rate was decreased 22% on (B)(6) 2012 and decreased 29% on (B)(6) 2012. On (B)(6) 2012, the patient was given IV (intravenous) saline. The pump rate was increased 20% on (B)(6) 2012. The outcome of the event was reported as ¿resolved without sequela ¿ resolved (B)(6) 2012.¿